Event description:
Related to MFR report # 2183959-2012-01690. On (B)(6), 2010 a miniarc sling and another ams product were implanted in the plaintiff to treat her stress urinary incontinence, pelvic organ prolapse and "other injuries." The plaintiff's attorney has alleged that, "as a result of the implant", the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." It was also alleged that the plaintiff suffered "inflammation of the pelvic tissue" and "nerve damage." It was additionally alleged the plaintiff "has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization," and other damages.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.